Event description:
It was reported that during a supply change on the ilet system, an ¿unable to proceed¿ alert occurred and subsequent attempts produced alert 38 indicating consecutive stalled motor during tubing fill, with two infusion sets from lot 6008882 discarded; a restart sequence and a dry run without a cartridge cleared the alert, after which supplies were changed and operation completed successfully, and an emergency replacement of cd 23" infusion sets was arranged due to a defective infusion set. Symptoms included no reported injury or clinical symptoms. Outcomes included completion of troubleshooting and user education regarding changing only the cartridge when empty while maintaining the infusion set change interval, and shipment of replacement supplies. Investigation included troubleshooting with pump restarts, supply dry run, review of infusion set lot information, and user technique education. Investigation of this case revealed motor stall alerts associated with the infusion set/tubing fill step, consistent with a supply-related issue, with normal pump operation after restart and proper setup, and no further malfunction once supplies were changed. It was concluded, based on previously established findings for similar reports, that the cause was a component failure or use-related issue associated with the infusion set leading to a transient motor stall condition.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.